Manufacturer narrative:
Investigation results: the drill was received for investigation and the reported problem was confirmed. Further investigation found the drill has the potential to activate on its own when connected to the power source. A corrective action has been initiated for this failure mode. An investigation remains in process.

Event description:
The user reported that this drill would not function. There was no injury or surgical delay associated with this event.